Event description:
It has been reported that one bd¿ syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that the consumer called in to report, when she was taking her injection, the needle broke off in her stomach. She removed the complete needle from her stomach. Did not see a doctor, does not plan to see doctor. Verbatim: consumer called in to report, when she was taking her injection, the needle broke off in her stomach. She removed the complete needle from her stomach. Did not see a doctor, does not plan to see doctor. Incident date:(B)(6)2019. Lot: 8281953. Item: 328466. Expiration date: 2023-10-31. 1 syringe affected.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 24 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8281953. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 0.5ml 30ga 1/2in uf 10bag 500cs has been found with the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that the consumer called in to report, when she was taking her injection, the needle broke off in her stomach. She removed the complete needle from her stomach . Did not see a doctor, does not plan to see doctor. Verbatim: consumer called in to report, when she was taking her injection, the needle broke off in her stomach, she removed the complete needle from her stomach, did not see a doctor, does not plan to see doctor. Incident date: (B)(6), lot: 8281953, item: 328466, expiration date: 2023-10-31, 1 syringe affected.